Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump has unresponsive buttons due to exposure to moisture. Blood glucose reading at the time was 188 mg/dl. Customer stated that the moisture might have been sweat. Advised the customer that the insulin pump will be replaced.